Event description:
It was reported that the atrial lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found clavicular crush damage to the proximal and distal insulations at 21.1 cm from the connector pin.